Event description:
It was reported that during a laparoscopic colectomy procedure, the reload fell into the patient abdomen once inserted through the trocar. There were no patient consequences reported. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Damaged spring cartridge lockout tab, incomplete-interrupted cycle. Additional information was requested and the following was obtained: I was advised that the cartridge was safely retrieved from the patient but was not told how the cartridge was retrieved. The surgical tech reported that the cartridge ¿clicked¿ into place but the surgeon reported that he did not hear a ¿click¿ as the cartridge was loaded 1st firing as the device entered into the abdomen it fell off during a lap appy, no buttressing material was used. The analysis showed that the ats45 device was received in good visual condition and with a tr45b cartridge reload present. The reload was received partially fired 1/2 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.